Event description:
The facility reported a colleague infusion pump with a malfunction of "no lcd". It is unknown when this condition occurred; this condition had the potential to interrupt delivery. The hospital representative did not have any information on patient involvement, patient injury or medical intervention related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with no lcd was not confirmed and not duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary. Should additional information be received, a follow-up medwatch will be submitted.